Manufacturer narrative:
The investigation did not identify a software issue. The cause of the event could not be determined. The field service representative confirmed the correct patients and results matched within the cobas infinity server. Also, he confirmed when the results are released from the cobas infinity, all patient and result information matched up correctly without issue. The investigation could not reproduce this issue in a virtual environment. For the validation screen, the customer switched from (B)(6) browser to (B)(6) browser, and no further issues were reported by the customer. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
The initial reporter had an issue with the validation screen within the cobas infinity core software, which displayed incorrect test orders and results for patients. The events involved an unknown number patient samples. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.